Event description:
It was reported a 6f angio-seal sts device was used to seal the arteriotomy site post cardiac catheterization. A pre-deployment right femoral angiogram revealed proper sheath placement and the common femoral artery size was approx 3.5 mm. After the angio-seal sts was deployed, the pt's pedal pulses were absent by palpation and doppler ultrasound. The pt underwent surgical revascularization for the abrupt common femoral artery occlusion. A femoral bypass graft was placed. The angio-seal device was removed. The physician stated the back of the artery was caught up in with the anchor of the deployed device causing an abrupt closure of the artery.